Event description:
This is a follow-up report to correct the device code to 1528 - difficult to remove.

Manufacturer narrative:
New information: this is a follow-up report to correct the device code to 1528 - difficult to remove. Report type: follow up 1.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had to go to her doctor for removal of a tampon because she was not able to remove the tampon.